Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot#: l56474, implanted: (B)(6) 1999, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 12-oct-2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 5.0 mg/ml dilaudid at 1.194 mg/day, 415 mcg/ml clonidine at 99.55 mcg/day, and 50 mcg/ml fentanyl at 11.994 mcg/day via an implantable pump for spinal pain and complex reg pain syndrome type 1. It was reported that the day before a replacement surgery, the patient's pump was refilled and 2.1 mg/ml morphine was added to the pump. The bridge bolus was running during the replacement surgery and the hcp was unable to completely aspirate the directly from the catheter. The catheter volume was 0.181 and the hcp aspirated 0.1. A new pump was implanted and the catheter access port was primed with saline. The hcp was aware of all issues and changes and chose to end the bridge bolus and do a priming bolus. There were no environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. The head of the patient's bed was lifted and the catheter was left to drip. The amount of cerebrospinal fluid (csf) was immeasurable beyond the 0.1 ml the hcp was able to draw. It was unknown how much, if any, catheter dripped during the procedure. The event was considered to be resolved and the catheter was deemed patent. No symptoms were reported. The patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.